Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. There are bite marks on the pump housing and down button. The down button was damaged by a pointy object which resulted in a faulty snap dome. The down button is always active; therefore, the other buttons do not respond. As the problem mentioned by the customer is related to mishandling of the product, no corrective or preventive actions will be initiated.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
Pt reported the menu and check buttons do not function. He changed the power-pack, but this did not resolve the issue. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.